Event description:
The patient reported that three v-gos the adhesive did not stay attached. The patient stated she does clean the area with an alcohol pad and lets it dry completely before applying the vgo. The patient also stated the weather has been hot and when she sweats she notices the adhesive will not stay attached.